Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 38 x 2.75 promus premier drug-eluting stent encountered difficulty advancing to the lesion. The promus premier drug-eluting stent was removed and it was noticed that the stent struts were lifted up. The procedure was completed with a different device. No patient complications were repored and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: promus premier 38 x 2.75mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage. Struts on the proximal end were in a lifted state. The undamaged crimped stent outer diameter was measured using snap gauge and the result was 0.0390 inches, this is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. A 0.014 inches test guidewire loaded successfully. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 38 x 2.75 promus premier drug-eluting stent encountered difficulty advancing to the lesion. The promus premier drug-eluting stent was removed and it was noticed that the stent struts were lifted up. The procedure was completed with a different device. No patient complications were reported and the patient status was stable.